Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p50, that has the same product distributed in the us, list number 07p50, that is 510k exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I estradiol results for one 32-year-old female patient undergoing ovulation induction. The following data was provided: sid (B)(6): initial estradiol result = 340.1 pg/ml repeat result >800 pg/ml repeat with automatic dilution result = 2981.05 pg/ml no impact to patient management was reported.